Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient entered the bg meter value to calibrate the cgm during rapid rate of change against the user's guide. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).